Manufacturer narrative:
(B)(4). Date sent: 7/30/2025. D4: batch # c9dy8v. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed one (1) conforming clip and then it ejected twelve (12) clips. The manufacturing records were reviewed for the finished device batch c9dy8v number, and no non-conformances were identified. The manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open right hemihepatectomy procedure, when clamping small blood vessels, after fired, noted the staples malformed. Besides, noted that the clip could not be effectively closed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.